Manufacturer narrative:
The reported event of separation failure could not be confirmed. During analysis, the docking button diameter was within specification. Further analysis performed found no anomaly. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker could not be released from the delivery catheter. The device was not used, and a new one was implanted. There were no patient consequences.